Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, functional test, dimensional verification, device history record, documentation, instructions for use (IFU), manufacturing instructions, quality control and visual inspection of the returned device was conducted during the investigation. The actual device was returned for evaluation. The catheter, port housing and catheter lock were returned with this complaint, the lock was not attached to the port outlet. The catheter was returned in one piece. The length of the catheter returned was approximately 36.3 cm in length. There was no evidence of bruising, calcification or damage on the catheter surfaces. There were puncture marks evident in the septum, no suture holes were utilized and no needle marks were evident on the port housing. There were no occlusions in the port or in the catheter when flushed. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Per the IFU indications and placement instructions: 3 sutures are to be used on the port with at least one at each end of the port and the IFU also includes instructions and figures for attaching the catheter to the port body as well as proper placement in the arm. Based on the information provided, examination of the returned device and the results of our investigation, user error/ failure to follow the instructions for use caused or contributed to the event. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
International customer reported that a patient underwent placement of a vital-port detached silicone catheter titanium infusion port in the upper arm on (B)(6) 2017. The user did not feel any resistance during the administration of medicine on (B)(6) 2017. It was determined by unspecified means that the catheter detached from the port. The catheter remained as placed in the upper arm with no migration to the heart or lungs. The device was surgically explanted and replaced. The device was received for evaluation. Other than replacing the port, the customer reported that there have been no adverse effects to the patient. No further information is available.